Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation under the ECG electrodes of the lifevest. The rash was described as open scab like wounds. The patient's son, who is a physician, recommended a lotion for the irritation. Follow-up indicated that the rash was healing.